Manufacturer narrative:
The customer reported that lipid filter sets will not prime, and returned 8 used sets, of material 20127e and 4 of lot 23099461 and 4 of lot 23099348. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The received sets contained lipid solution. The sets were then primed by gravity with a 85% glycerin and 15% water solution. The sets all primed without issues, and no other failures were able to be found. The complaint of occlusion was not verified. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. Device history record review for model 20127e lot number 23099461 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the verbatim: I am the neonatal cns at (B)(6) hospital. We have been experiencing many issues with the 1.2 micron low protein binding filters as we spike our lipid bags and are unable to prime our lipid filter tubing, the medication will not pull through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.